Event description:
A malfunction alarm was reported following a software update. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised they could continue using the pump and instructed to report any future malfunctions.